Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case, ring cover and one bail cover were broken, the battery release, lead flex cover and battery release o-ring were contaminated, the lower case was broken and contaminated, one bail cover and one bail were missing, the battery contacts were compressed, the keyboard was scratched and the battery drawer o-ring was missing. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.